Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that a pt had a problem with his neurostimulator following environmental exposure during surgery. The pt reported a lack of stimulation sensation and the return of pain. The pt also reported being unable to adjust the level of stimulation. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.